Manufacturer narrative:
Received one used list# 426320405, transpac® IV monitoring kit, 72", disposable transducer, 3 ml squeeze flush, macrodrip (pole mount) lot# 4986114 and used bd syringe 10 ml on (B)(6) 2021 for evaluation. The reported complaint of blood backing up into the transducer tubing was confirmed on the returned set. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. A lot review was performed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event occurred at 9:00 am and involved a transpac® IV monitoring kit, 72" (183 cm), disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount) that the customer reported blood backing up into the transducer tubing. The line was traced back and it was noted to have disconnected above one of the luer lock connectors of the transducer line. Additionally, it was mentioned the tubing came disconnected from the luer plastic. The device was clamped to control the blood flow and the transducer was replaced. There was no patient harm as a result of the event.